Manufacturer narrative:
The instrument was analyzed failure analysis did not confirm or verify external event to be related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the custom reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No cable damage was observed. Additional observation(s) not reported by site: the instrument was found to have a broken main tube approximately 39.51mm from the distal tip. A piece measuring proximately 1.23mm was not returned with the instrument. Components adjacent to the broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.